Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety shield fell off of an unspecified number of devices. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: (B)(6) 2024 h.6 investigation summary material #: (B)(4) lot/batch #: (B)(4) bd received 4 sample for investigation. The samples were evaluated by visual examination, assessing both needle point integrity and sufficient lubrication coverage, and the indicated failure mode for painful venipuncture with the incident lot was not observed as all product specifications were met. All four samples also were evaluated by functional testing, each having their eclipse shield activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes painful venipuncture and defective locking mechanism. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety shield fell off of an unspecified number of devices. No patient impact reported.